Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Address device evaluation results, including if the malfunction was confirmed. The device was inspected by olympus and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of foot switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a diagnostic colonoscopy, and the procedure was completing using the same set of equipment.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the foot switch of the flushing pump was broken. The issue occurred during an unspecified procedure. There were no reports of patient harm.